Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with continuous renal replacement therapy (crrt) using a prismaflex st100 filter set and the device alarmed extremely negative access pressure. Reportedly, an access pod membrane was found broken resulting in external blood leak. Event. The treatment was ended immediately and the blood was returned to the patient. No additional information is available.